Event description:
The basket portion did not fully retract as it should. There was no patient harm due to the defect. Item was taken from field. A second device was used. The stone retrieval system was broken when surgeon attempted to use it. The wire was unstable and the device was removed from the field.